Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53p5l. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60d loaded on the device was received fully fired and in good visual conditions. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was that during an unknown procedure, the knife a little bit moved forward and stopped. The knife reverse switch did not function. The cartridge was gold. Then, the manual override lever was used but the knife could not be returned. Eventually, the jaws opened after a while. There was no detailed information how the jaws opened. A nurse found that four staples of the proximal end were deployed. Another device was used to complete the case. There were no adverse consequences to the patient.